Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. 1 event was confirmed during testing; the device was found to be affected by corrosion. 2 devices evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. 2 events had patient involvement; no patient impact. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events in which the device overheated. 2 events had patient involvement; no patient impact. 1 event had no patient involvement; no patient impact.